Event description:
After lens insertion, doctor noticed a small piece of optic seemed to be missing. Lens is still in patient's eye and patient appears to be doing well. Lens not explanted.

Manufacturer narrative:
Hoya surgical optics (hso) first received this complaint on (B)(6) 2010. It was initially determined that an MDR was not required because there was no patient injury, patient was doing well, and manufacturing records verified that the device was free of defects before release to market (i.e., the alleged defect occurred during use by the doctor). Hso performed a review for this complaint in (B)(4) 2011 and determined that even though there was no patient injury in this complaint, an injury may be possible if this complaint were to recure. Hence, wer are submitting an MDR for this complaint per FDA guidance document (B)(4).